Event description:
On (B)(6) 2019, patient had received a full sleeve revision knee construct. On (B)(6) 2020, patient's construct was revised when the patient had presented with pain and a possible infected knee. Upon opening, the surgeon found metallosis and noted that the femoral component could move in the anterior/posterior direction with relation to the junction box.